Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va006vr, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. As a result it was surgically removed on (B)(6) 2015. The issue was resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.